Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during cataract surgery, an ophthalmic phacoemulsification tip was inserted into the patient¿s eye, and the foot pedal was depressed, but no phacoemulsification power was present. Attempts in both sculpt and quad modes yielded no response, and switching to a different handpiece did not resolve the issue. Even with a new handpiece set up for the next case, no phacoemulsification power was achieved in the patient¿s eye. Post-case testing revealed that phacoemulsification power was only present when the tip was in the test chamber, and absent in air, water, or the eye, this was confirmed using both console handpieces, both phacoemulsification ports, and after restarting the machine, including a hard shutdown. On the first restart, a yellow dialogue box appeared stating fluidics module not operational (system message appeared) which did not reappear on subsequent restarts. The surgery was completed the same day without any impact to the patient. This report pertains to the handpiece used during cataract surgery.

Manufacturer narrative:
Additional information was provided in sections h.6 and h.11. Specific product identifiers (lot number, batch number, and/or serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. Based on the information obtained, the root cause of the reported event is inconclusive. The root cause of the reported event is inconclusive. Therefore, no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Receipt of complaint sample or additional information pertinent to this complaint will result in re-evaluation of the complaint investigation. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.